Event description:
This spontaneous case, reported by the consumer via a compliant assistant, concerns a male pt. The pt's medical history included heart failure, eye disorder and hypertension. He was taking the following concomitant medications: calcium dobesilate for eye disorder, felodipine for hypertension, hydrochlorothiazide for heart failure, furosemide for heart failure, bisoprolol for hypertension and acenocoumarol for heart failure. The pt took human regular insulin (humulin r) at an unk dose and frequency, via humapen ergo teal/clear (lot # 0506a05), for treatment of diabetes mellitus, beginning on an unk date. The pt was hospitalized in 2006 because of operation due to rachicele. The operation was planned for the following day, however, on an unk date, and unk amount of time after starting human regular insulin, the operation was delayed because of an elevation in the pt's blood sugar level. It was reported that this was due to the pt's pen not pushing the insulin. No blood sugar level results were reported. The pt recovered from the increased blood sugar level on that day, and the operation went ahead the next day. The outcome of rachicele was not reported. It was not reported if human regular insulin was continued. This product complaint is associated with cid # number. No further details were available because the pt did not provide hcp details.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. It was unk who operated the device or if the operator was a trained user. It was unk for how long the operator had been using the device. The return of the device was anticipated. It was not reported if humapen ergo teal/clear was continued. The lot number of human regular insulin was not reported. The reporter was not a health care professional; therefore, no assessment of causality was available. Update 02-jan-2007: following quality review of case eleven days earlier: causality for spinal event and device changed to not associated.